Event description:
Reportable based on device analysis completed on 23apr2024. It was reported that visualization issues occurred. The 85% stenosed, 70 x 3.10 mm target lesion was located in the severely tortuous and severely calcified left anterior descending artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion, but during the procedure, the image was dark. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition following the procedure was stable. However, device analysis revealed the imaging window was detached.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the imaging window was detached near the lap joint section and the sheath was kinked. The imaging window was not returned for analysis. Impedance testing showed no electrical issues with the device. The telescope assembly could pull back, advance, and retract properly. Videos provided by the customer showed an ilab screen with an imaging issue and difficulty retracting the telescope.